Event description:
Return reason : cracked pa hub. Analysis determined: investigation found the injected-molded distal hub was cracked from top of luer to mid-top of wing directly on seam opposite gate. Origin unk. No evidence of excess force is shown on interior or exterior of hub. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken : the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further action is necessary.